Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Retrieving data. Wait a few seconds and try to cut or copy again. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm ), the pod's cannula was found bent. Pod treatment was unavailable.